Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. It was determined that the intermittent downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a defective cassette sensor. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.